Event description:
The reporter stated an aq2010v silicone three piece lens was torn while being loaded and there was pt contact. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.